Event description:
Lead was explanted and a new lead was implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed during a device check and could not be reproduced. Last several days decreased pacing lead impedance were noted. Possible lead damage was suspected. Fluoroscopic images will be reviewed and probable lead revision will be done.